Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that system was stuck on the boot-up screen. A review of the system log file showed a malfunctioning flexvision pc. A few days later, an issue reoccurred. The philips field service engineer (fse) replaced the flexvision pc. After the replacement of the flexvision pc and the hard disks, reinstalled the software and applications onto the new hard disk drive. The system was returned to use in good working order. These codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the allura system would not boot up. There was no report of harm. Philips has started an investigation of this complaint.